Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed non-sustained right ventricular oversensing (nsrvo) episodes due to post-paced t wave oversensing (pptwo). The device was reprogrammed. The patient was in stable condition.